Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The customer was provided with a service proposal for the part and the customer has declined to accept the service offer.

Event description:
The hospital reported a ventilator malfunction error that causes a loss of mechanical ventilation. There was no report of patient involvement.